Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the central station would intermittent "freeze". The device was in use on a patient and no patient incident was reported.

Event description:
The customer reported that the central station would intermittently "freeze". The device was in use on a patient and no patient incident was reported.